Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any patient consequence? What type of procedure was device used on? If lap chole, was cholangiogram done? Was device fired over another clip or hard structure? How was case completed? Was there any change to procedure or post-op patient care?

Event description:
It was reported per a form that was left with the clips in a jar, the clips did not close as designed. They crossed over each other instead of coming together; inappropriate close which could cause protruding part instead of smooth closure. Unknown if there were patient consequences. Procedure type is unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that only a bag with three clips from an er320 device was received for evaluation; the instrument was not returned. Upon visual inspection, the three clips were confirmed to be scissored. As the device was not returned, no conclusion could be reached as to what may have caused the clip malformation.